Event description:
It was reported that during a partial colectomy and retroperitoneal lymphadenectomy procedure, the stapler closed, however, it did not open more. To the opening of the jaw, the stapler did not work too, being necessary to replace it by another one. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth and damaged yoke teeth. The analysis results found that the device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components; the firing trigger teeth and yoke teeth were found broken. While no conclusion could be reached of what cause the firing mechanism to fail, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?